Event description:
A customer reported that during several procedures, the system was not controlling the patient's intraocular pressure. The isetting had to be increased from 30 mmhg to 60 mmhg to keep the eye from going soft. Additional information has been requested.

Manufacturer narrative:
The company representative visited the site and trained the surgeon and staff experiencing the issue. The training was able to resolve the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 10, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).